Manufacturer narrative:
Internal file number: (B)(4). Correction: expiration date.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated, and the reported mechanical issue was not confirmed during return device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue. Per the intended use section of the mitraclip system instructions for use (IFU): the user is expected to lock the clip post lowering the grippers onto the leaflets. All available information was investigated, and the reported mechanical issue appears to be due to the reported use error as the user deviated from the IFU. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip delivery system was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed to establish final arm angle. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. A clip delivery system (cds) was advanced and leaflet grasping was achieved, however, the clip failed to establish final arm angle. The device was removed and replaced with another device, successfully reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.